Manufacturer narrative:
(B)(4).

Event description:
It was reported during a routine device replacement for normal elective replacement indicator, upper high voltage lead impedance measurements were observed. Declined r-wave sensing was also noted. The right ventricular lead was capped and replaced. The procedure was completed successfully without adverse consequences.